Event description:
It was reported that an infection occurred as well as a possible right ventricular lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation as breached (clavicle-rib crush), the outer insulation was melted, outer insulation had cosmetic mio , the outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism (B)(4) the proximal segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that the proximal conductor was fractured, all conductors distorted, there was blood/body fluid on all conductors (not obstructed), all insulators breached (clavicle-rib crush), the outer insulation was melted, outer insulation had cosmetic mio , the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.